Manufacturer narrative:
Additional pro code in block d2b nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall resulting in a brain hemorrhage and had to be admitted to the hospital where they are experiencing additional unknown symptoms. Attempts to analyze the implantable pulse generator (ipg) using a clinician programmer (cp) was attempted, however received multiple error messages and was unsuccessful. It was noted that the patients cause for the fall is unknown if it was related to the dbs or disease progression per the physicians assessment. It is unknown at this time if medical intervention was provided however the patient continues under the care of their physician.